Event description:
It was initially reported that a patient never had therapeutic effect. It was stated that the implantable neurostimulator (ins) had never really worked for the patient so it was removed. It was not clear if the leads were also removed. Since the removal of the ins the patient had pain in sacral nerve area. The patient had several other illnesses, including diabetes. The reporter thought the patient's blood sugars dictated her frequency of going to the bathroom. Less than two months later it was reported that the cause of the event was patient's request for removal - noted loss of therapeutic effect and intermittent sacral pain / chronic low back pain which the patient attributed to the ins. The ins, lead, and extension were marked as explanted. All components were removed. At the follow-up office visit the patient continued to have "mixed incontinence." No mention of ongoing back pain was noted. There was no hospitalization and the patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v399806, implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead. (B)(4).